Manufacturer narrative:
E1:(B)(6).

Event description:
Philips received a complaint by the authorized service provider (asp) on the v60 indicating that while servicing the device, it was observed on the diagnostic report (drpt), that there was a check vent: motor control (mc) printed circuit board assembly (pcba) analog to digital converter (adc) failed "111d" error message. It was determined that the failure in the mc board was considered the cause of the error. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
After further troubleshooting, it was confirmed by the authorized service provider (asp) that the cause of this issue was that it could not measure supply voltage, operational temperature or others properly due to a malfunction of the motor controller (mc) board. It was improved after replacing the mc printed circuit board assembly (pcba). The software version was checked. (3.20). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.